Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: bronchoplasty and lung resection. According to the reporter: after the device was fired, the patient coughed and leakage occurred from the stapled line. The procedure was converted to open surgery. Operative time was extended more than 30 minutes.